Event description:
IV(intravenous) compounding took place for 0.9% normal saline 250ml (baxter , lot v23g28k, exp 1/2025), with azithromycin 500mg/vial (pfizer, lot: ge9264, exp 02/2025) using a vialmate adaptor (lot gr22f08017). IV pharmacist found black particulates in the compound after being made. It is suspected the vialmate is causing the issue.